Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be user related (example: over aspirated, incorrect syringe/collapse lumen/sac close eye/valve damage). A potential root cause for this failure mode could be, thin rubberize wall that causing collapse/pinch inflation lumen under the balloon or along the shaft. A review of the device history record did not show any problems or condition that would have contributed to the reported issue. Therefore no additional action required at this time. The instructions for use were found adequate and state the following: "sterilization method: sterile, sterilized by g radiation. Do not use if package is opened or damaged. Disposable. Destroy after use. Do not use this product if you have a latex allergy. Structure & composition: the product include three series: bardex, bardic and bardia. The composition of each series is as follows: bardex, bardic and bardia bi-lumen series are composed of catheter body, inflation cone interface, deflation cone interface, balloon and valve. Bardia tri-lumen series is composed of tube body, inflation cone interface, deflation cone interface, flush cone interface, balloon and valve. Material of components: catheter body ¿ natural latex. Inflation conical interface ¿ natural latex. Deflation conical interface ¿ natural latex. Flushing conical interface ¿ natural latex. Balloon ¿ natural latex. Valve ¿ polypropylene. Scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precautions: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damaged. Warning: do not use petroleum substrate lubricants with the latex-based urethral catheters, such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Do not aspirate urine through the drainage funnel wall. Single use only. Do not re-sterilize. For urological use only. Please inspect visually for completeness or surface wear of the product before it is used. Valve type: use luer slip syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use excessive force to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen. If permitted by hospital practical, the valve may be cut off. If this fails, please contact an adequately trained professional for assistance, as directed by hospital practical. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Storage: catheters need to be stored at room temperature and keep away from direct light, preferably stored in the original packing box. Precautions: federal (USA) law restricts this device to sale by or on the order of a physician." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient got uroschesis at 16:30 on june 5, and they could not urinate on their own. After the doctor evaluated the condition, they placed a urinary catheter for the patient. During the preparation, the catheter was disinfected and lubricated with iodine solution, and the catheter was inserted. The intubation process went successfully. 20 ml of sterile water was injected into the balloon for fixation. On the same day, yellow urine could be drained. After treatment evaluation, on june 9th, after considering that the symptoms of urinary retention were relieved, the doctor planned to remove the catheter, but the sterile water in the balloon could not be drawn out. Upon adjusting the angle of catheter and the position of patient, the liquid was still not drained out resulting in the failure of removing the catheter. On june 10th, the chief doctor tried to remove again but still failed. On june 11th, after consultation with the surgeon, the water in the balloon was not drained out even after repeated attempt. Considering the blockage of the injection port of the balloon, the injection port was cut to open with a sterile razor blade and the syringe and guidewire were used to drain the liquid in the balloon but all failed. On june 12th, b-ultrasound examination of the bladder showed that the balloon was in the bladder area without twisting or folding. The balloon was inflated and fixed. After repeated attempts by the experienced doctor and the nurse, the sterile water in the air bag still could not be drawn. During this procedure, the patient urinated mostly through the urethral opening and to a lesser extent through the urinary catheter. On june 15th, under the guidance of surgical experts and the director of the resident physician, a bladder puncture was performed under b-ultrasound. The user wanted to puncture the balloon and pull out the catheter, but the balloon had good elasticity and flexibility, several attempts were performed but failed to puncture the balloon .after talking with the family members and informing the patient of the condition of the urinary catheter, the user went to the operating room for cystotomy. The catheter was successfully removed, and a cystostomy was performed considering the condition of the patient. The patient's vital signs were still stable after the operation, and the family members could not understand this problem. After the operation, the surgeon dissected the urinary catheter to find out the problem, and found that the end of the balloon of the catheter was all adhered, so that the liquid in the balloon could not be pumped out at all. On june 16, the patient developed fever. The event increased the suffering of patients and it was very easily to cause medical disputes. The patient was still under observation.